Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were separated. One of the bottom case standoff was broken. The top case was damage front left corner. Error history log review found motor not running error. The root cause of the reported issue was found to be the main board was not seated into the extrusion. Actions were taken to mitigate the reported issue: reseated main board onto extrusion.

Event description:
It was reported that the pump motor not running. No patient injury was reported.